Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a por screen when trying to connect to their implant. The patient noted being implanted the day before the report and started seeing por when they got home. No emi or trauma was noted to be related to the issue. No patient symptoms were reported. No further complications were reported.